Event description:
Patient reported experiencing elevated blood glucose of 400's - 500's mg/dl. She indicated that, she attempted to address the elevated blood glucose through bolusing and administering insulin injections. Patient stated that, she was advised by her physician to switch to injection therapy. Her blood glucose levels changed immediately. Patient reported that, she believed the infusion device was not delivering insulin correctly. She indicated that, her adapter and piston rod were "very old". The piston rod is to be replaced once a year. Patient discovered, that the cog wheel of the piston rod had a crack. She did not report any symptoms associated with the elevated blood glucose. No medical assistance was necessary. Product was requested to be returned for evaluation.